Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during idvt (idiopathic ventricular tachycardia) cardiac ablation procedure with an octaray mapping catheter, the patient experienced complete heart block treated during the procedure with catheter pacing, then placement of a permanent pacemaker implant. When crossing the tricuspid valve with the octaray catheter, the catheter bumped into the conduction system. This resulted in complete heart block, noted on the 12 lead ECG (electrocardiogram) signals. The patient was paced with an rv (right ventricular) quad catheter for the rest of the procedure, and conduction did not recover. This heart block occurred before any ablation had been performed. The patient had a permanent pacemaker implant post ablation to treat the heart block. The patient is currently stable. Octaray catheter is unavailable for return. A sterilmed cs catheter, ngen generator, and carto 3 system were used in this procedure. The information received indicated that the physician¿s opinion on the cause of this adverse event was that the block was caused by brushing past the area with the octaray, and did not feel that any equipment malfunctioned or performed not as intended.